Event description:
Additional information received from the consumer reported the patient was getting a pulsating sensation and it was hitting them in the elbow, when it used to hit them in the end of the fingers. It was further reported the patient wasn't doing well, was in a lot of pain, and they were losing their voice and it was getting steadily worse. The consumer met with the manufacturer's representative (rep) on (B)(6) 2016 who told them the battery went dead, but no doctor's would "touch the patient" since they didn't implant it. The rep. Further reported the consumer was being referred to a neurosurgeon for a battery replacement.

Event description:
Additional information received from the consumer reported the patient turned stimulation off a few days ago because it was painful, the implant was acting erratic, was starting not to work, and it was depleted. According to the consumer, the patient still had pain in their arm even when stimulation was turned off, continued to feel stimulation pulses, and were upset. It was noted the patient was unable to find a doctor to replace/remove the implant because they weren¿t the original implanter, so if they couldn¿t find someone to help them they were going to go the ¿emergency room to have it removed.¿ it was noted the patient was unsure ¿why or if the leads moved, the doctor said they could have possibly moved,¿ when they got their last shot. An appointment was scheduled with the manufacturer¿s representative (rep) for august 3, 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888es6, lot# n26753, implanted: (B)(6) 2003, product type: lead.

Event description:
A consumer reported about two weeks ago they noticed the patient programmer (pp) indicated the implantable neurostimulator (ins) was low. A week after that the implantable neurostimulator (ins) seemed like it wasn't running or wasn't running strong, and then it would shut off, and would have to be turned back on which had happened twice. According to the consumer the device was acting up and operating erratically. An x-ray was taken and the consumer thought it showed the leads moved. It was further reported the consumer wasn't getting stimulation on one side of the body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.